Event description:
On 11/10/2021, it was reported by a sales representative via email that (2) ar-3638 knotless fibertak anchors were implanted and removed because they were uneven and desired tension could not be reached. This was discovered during a labral repair. Patient was not affected and case was completed by opening new anchors from a different batch. After receiving additional information, sales representative has confirm that one out of the two failed fibertak had deployed and implanted successfully one anchor. Surgeon completed the repair by drilling new bone tunnels and using a total of five fibertaks. No instrument or implant broke inside the patient, case concluded without further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.

Manufacturer narrative:
Investigation summary: the complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.